Event description:
New information received notes that patient was stable following the programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission right ventricular(rv) oversensing with noise reversion episodes were noted on cardiac resynchronization therapy defibrillator (crt-d). Device interrogation was performed during follow up clinic visit which showed no new rv oversensing episodes. High impedance on rv lead was noted. The review of remote records exhibited rv lead noise causing rv oversensing. Programming changes were made. The patient will continue to be monitored.